Manufacturer narrative:
The pcb00 unit was not returned to the manufacturer so an evaluation could not be performed. Therefore, the complaint could not be verified. Because the serial number of the pcb00 unit was not known, a manufacturing record review (mrr) could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon was implanting the intraocular lens (iol), the lens was found to be ''tube shaped''. This resulted in a capsule tear. No further information was reported.